Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the test failed, the transmitter has no voltage. A review of the shared log did not confirm the reported event of a loss of connection. The root cause was could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2016, that on (B)(6) 2016, a loss of connection between the transmitter, receiver, and smart device occurred. No additional patient or event information is available. Data was provided for evaluation. Data review did not confirm the reported event of a loss of connection. A root cause could not be determined via data.